Event description:
Customer reported multiple occlusion alarms, indicating a persistent issue with the pump. There was no reported impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.